Event description:
The pt was reportedly experiencing decrease in performance and the pt became a nonuser of the device. Testing showed that the patient's device was functioning. Programming adjustments were made and external equipment was exchanged; however, the pt showed no improvement. The pt was explanted and reimplanted with another cochlear implant. Advanced bionics is in the process of gathering more info. Once add'l info is received a supplemental report will be submitted.